Manufacturer narrative:
Result: power cord.

Event description:
It was reported that the side rails were stuck and not operating and power cord was pulled out of the bracket on bed. No adverse consequences were alleged.